Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found using artemis; multiple c-33 errors logged on (B)(6) 2026. C-06/m-18/m-11 error pattern logged on (B)(6) 2025 and m-b1 error logged on (B)(6) 2025 also of concern. Inspection during fa process was able to replicate the reported event; unit tested on system, presents c-33/c-00 error on startup (B)(6) 2026 11:52 am us-ga). C-00 errors in erbe logs from (B)(6) 2026 match event timeline. Upon visual inspection, front bezel of unit found to have slight yellowing/discoloration. Scraping noted on both underside lips of housing cover. Notable peeling on bottom of serial number label; at ri of damage to readability. Slight chip on rear lip of housing cover, to left corner (viewed from rear). The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, the root cause of the reported event could not be determined because the unit is an OEM product and cannot be opened on site for further analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified early in the morning when the reporter started up the system to prepare for the procedure and noticed an error message on the erbe. No patient was present in the operating room (or) at that time.